Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. The sheath set was removed and no visual anomalies were noted. A new sheath set was used to complete the procedure. There were no adverse patient consequences.